Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Caller alleges that end user stated the caster wheel tire came completely away. Caller stated the rubber came completely off the wheel.